Manufacturer narrative:
During inspection and testing, the reported issue (abnormal image) was confirmed and found to be caused by detached imaging part. In addition, service found the insertion tube was wrinkled, the bending angle was out of specification due to wear of the angulation wire, the flexible tube of the insertion section was crushed, abnormal noise was generated due to damaged angle lever, the bending section cover was sagged, and the adhesive on the bending section cover was chipped. Scratches were observed on the control section, the switch box, the control section cover, the grip, the angle lever, the up down plate, the universal cord, the scope connector side of the universal cord, the video cable, the video connector, the light guide connector, the light guide cover glass surface, and the video connector case due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the subject device exhibited an abnormal image (top of screen) issue. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or external factors. Olympus will continue to monitor field performance for this device.